Manufacturer narrative:
Explant date: unknown. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -2.50/5.5/159 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. The lens was explanted due to low vault with rotation and bad vision. On (B)(6) 2023 a replacement lens of longer length was implanted. It was reported that the problem resolved.